Event description:
Customer called because meter readings were lower than usual. Found that the meter was in mmol/l and that customer was interpreting 6.5 mmol/l as 6.5 mmol/dl, and that he had been misinterpreting them for the last couple of days. He had not changed his medication or required medical attention, however. Changed the units back to mg/dl.